Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The caller did not provide the blood glucose reading. The caller stated that he experienced the issue with an entire lot of infusion sets and that he had 3 boxes with the same problem. The caller stated that the issue started on (B)(6) 2015 and continued for 4 days. He stated that he had 6 infusion sets, all of which had bent cannulas upon removal. The caller was very upset and angry and requested replacements of the infusion sets. He reported that he had tried with new infusion sets and still experienced the no delivery alarm issues. He noted that he was able to fill the cannula and tubing but was unable to deliver a bolus successfully. He disconnected the call prematurely. Nothing further reported.